Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this qual impact syringe. Haiou medical manufactures the syringe that is included in the convenience kit. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsowsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported that on three instances, the syringe and needle separated on withdrawal from the patient leaving the needle in the arm.